Event description:
It was reported that a clearlink non deph secondary medication set's spike was disconnecting from a non-baxter chemotherapy bag. The spike appeared not to be inserted far enough into the bag. The process step was unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be filed.